Event description:
It was reported six maxzero needleless connector had leakage issues. The following information was provided by the initial reporter: "when using maxzero on PICC, the patient and the nurse expired that there is running liquid out from the maxzero after giving the medicine."

Manufacturer narrative:
H6: investigation summary three mz1000 samples from lot 21015280 were received in sealed packaging for investigation. No connecting samples were received to assist the investigation in this instance. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Pressure testing did not identify any leakage from any of the returned samples. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015280 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The customer¿s experience was not confirmed in this instance. Testing of the returned samples and a review of the production records did not identify any product defects or quality deviations during assembly. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported leakage. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported six maxzero needleless connector had leakage issues. The following information was provided by the initial reporter: "when using maxzero on PICC, the patient and the nurse expired that there is running liquid out from the maxzero after giving the medicine."